Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve had to be recaptured due to inadequate expansion. Once the valve was recaptured it was noted that the delivery catheter system (dcs) capsule was broken. Once the dcs was withdrawn it was noted that the capsule was ¿folded¿. The dcs was replaced and the same valve was successfully implanted. The valve loader was experienced and no misload or resistance was noted during loading. No adverse patient effects were reported.